Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/07/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 07/31/2013 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported obtaining blood glucose readings of ¿8.0 mmol/l (144 mg/dl)¿ with the subject meter and ¿6.9 mmol/l (124 mg/dl)¿ on another device. It is not known how much time elapsed between the two tests. Assuming the tests were performed within 30 minutes of each other, based on statistical methodology, the calculated difference between these readings does not exceed the expected value of less than or equal to 30%. The patient informed the csr that he took additional insulin (type and amount unknown) in response to an alleged inaccurate high reading obtained with the subject meter and woke up ¿low¿ the following morning. The csr was unable to confirm the ¿low¿ symptoms the patient developed. It is not known what treatment, if any, the patient received in response to the ¿low¿. At the time of troubleshooting, the csr noted that the patient was unable/unwilling to troubleshoot the meter inaccuracy. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a ¿low¿ blood glucose excursion after the alleged meter issue began.